Manufacturer narrative:
(B)(4): the customer reported a defect in the rotating key. It was later clarified the device failed to power up. The device was evaluated by a philips rep. The reported symptom was confirmed. The issue was isolated to the energy select switch. The energy select switch was replaced to resolve the issue. The device passed all required testing and remains at the customer site for use. The investigated failures of the energy select switches resulted in (B)(4) for the mrx. The failure modes include a spontaneous turn-on and a failure to power up. The devices affected by this fco are listed by serial number. This device is within the fco serial number range. This was malfunction of the energy select switch. Replacement of the energy select switch resolved the issue.

Event description:
The customer reported a defect in the rotating key. It was later clarified the device failed to power up.